Event description:
Clinical narrative: an impella 5.5 was inserted via the axillary artery graft to support the 66 year old male admitted in with cardiomyopathy, who was being supported while bridging to the heart transplant. Patient presented in scai stage d shock. The pump was supporting when after 2 days there was an observation made of a hematoma at the access site. Additionally there was epitaxis and anemia. The team treated with a rhino rocket for the epitaxis and blood product infusion for the bleeding/anemia. Of note the patient was supported by cephalexin and bivalriudin. Anticoagulation necessary for the pump placement and support can contribute to access site bleeding. Additionally, the patient suffered from ventricular tachycardia (vt) which repeatedly prompted the team to reposition the pump. There was not any need for defibrillation, as pump repositioning resolved each event. The vt continued until the heart transplant on day 55 of the support. This support time was well beyond the pump's indication for use. The patient had survived. While on support the pump functioned as expected, p-7 with 4.0l/min flow with d5w with sodium bicarbonate in the purge solution.

Manufacturer narrative:
Updated information: additional information has been received from abiomed's long-term outcome and quality indicator (loqi) related to ventricular tachycardia. See the updated clinical narrative in b5 b5 clinical narrative updated d6b explant date added h6 impact code changed to f2303, f1903 h6 med dev prob code changed to a01 h6 clinical code added e060109

Manufacturer narrative:
The investigation of access site bleeding ¿ major has been completed. The impella device was not returned for evaluation. The root cause of the access site bleeding issue was patient condition related to coagulation disorder.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella 5.5 device for mechanical circulatory support. While on support, hematoma was noted at impella site. Partial thromboplastin time was greater than 80. The patient also experienced bleeding from the nose. Heparin was withheld and the patient continued on support.